Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2018. The patient expiring at the end of the hospitalization.

Event description:
During routine follow up the pdrn reported the patient was diagnosed with congestive heart failure (details unknown) and peritonitis. A peritoneal effluent fluid culture was performed and was (B)(6) for streptococcus agalactiae. The pdrn reported the event was spontaneous in nature and suspected to be translocated from rectum. The patient was treated with cefazolin (dosage, route and frequency unknown) for 14 days. As of (B)(6) 2018 the patient remained hospitalized, but was recovering. The discharge summary was received on (B)(6) 2018 and revealed the patient was hospitalized on (B)(6) 2018 until their death on (B)(6) 2018. The record indicates the patient was initially hospitalized with fluid volume overload (fvo) and peritonitis. Per the record, the patient¿s health continued to decline with worsening chronic hypoxemic respiratory failure and hospital acquired bacterial pneumonia (pna). Although the timeline is unknown, the discharge summary states the patient¿s family was consulted and agreed to make the patient comfort measures only (cmo). The patient subsequently expired on (B)(6) 2018. It is unknown what, if any, rrt was performed while hospitalized. Additionally, it is unknown if any fresenius product(s) or device(s) were utilized during the hospitalization. Although the esrd death notification is unavailable, the hospital listed the primary causes of death as failure to thrive (ftt) with severe malnutrition, fvo, paroxysmal atrial fibrillation, acute respiratory failure, hypoxemia, peritonitis and hospital acquired pna.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy with the liberty select cycler and the patient¿s adverse event(s) of sob, abdominal pain, congestive heart failure and spontaneous peritonitis which required hospitalization and antibiotic therapy. The pdrn reported the cause of the spontaneous peritonitis was likely translocation that occurred from the rectum, however definitive causality cannot be established. The etiology of the abdominal pain is unknown; however it is most likely a byproduct of the peritonitis. The etiology of the congestive heart failure and shortness of breath are unknown, therefore causality cannot be determined. Reportedly the patient had no known cardiac history prior to the hospitalization. Based on the information available, there is no evidence and/or documentation indicating the liberty select cycler malfunctioned in any way to cause or contribute to the event(s).

Event description:
During a routine follow up call on an unrelated file, the peritoneal dialysis registered nurse reported the patient was hospitalized on (B)(6) 2018 for shortness of breath (sob) and abdominal pain (severity unknown). Upon follow up the nurse reported the patient was diagnosed with congestive heart failure (details unknown) and peritonitis. A peritoneal effluent fluid culture was performed and was positive for streptococcus agalactiae. The pdrn reported the event was spontaneous in nature and suspected to be translocated from rectum. The patient was treated with cefazolin (dosage, route and frequency unknown) for 14 days. As of (B)(6) 2018 the patient remains hospitalized, but is recovering. The current disposition of the patient is unknown. It is unknown if any fresenius device(s) and/or product(s) we utilized during the hospitalization. The liberty select cycler was not returned to the manufacture for evaluation at the time of this investigation. The pdrn reported the patient was not connected to the liberty select cycler when the patient went to the hospital. Additionally, the patient had no history of cardiac disease prior to the event(s).

Manufacturer narrative:
Additional information: received a discharge summary on 07/11/2018. A temporal relationship exists between ccpd therapy with the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of sob, fvo, abdominal pain and peritonitis which required hospitalization and antibiotic therapy. The pdrn reported the cause of the peritonitis was likely translocation that occurred from the rectum, however definitive causality cannot be established. The etiology of the abdominal pain is unknown; however it is most likely a byproduct of the peritonitis. The etiology of the fvo is unknown, therefore causality cannot be established. However, the sob was most likely a byproduct of the fvo. According to the discharge summary, the patient¿s health continued to decline and due to multiple co-morbidities, the family was consulted and agreed to place the patient into hospice care. As such, the patient¿s expiration was an expected outcome that occurred on (B)(6) 2018. It remains unknown if the patient was continuing to receive rrt during the course of hospitalization.

Event description:
...